Event description:
It was reported to philips that the system cannot boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Upon functional testing, the fse found host pc was not able to boot up. To resolve the issue, the fse used pc diagnost tool to diagnost the host pc and found loose connection of memory card. The fse unplugged and inserted the memory card. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.